Event description:
The hcp reported a proximal catheter kink around the pt's pump. The pt underwent surgery to "correct" the kink. The pt is reported to have recovered. The drug contained in the pt's pump is unk.